Event description:
It was reported that a user experienced difficulty removing an insulin cartridge from the pump during a cartridge change while not connected to their body, and was guided to unlock the pump, select the insulin cartridge icon, choose change cartridge, and run the rewind function, after which the old cartridge was removed without further issues and no effect on blood glucose. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education over the phone. Investigation of this case revealed that the pump and cartridge functioned as designed after a successful rewind and removal, indicating user handling or procedural difficulty during cartridge change rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge replacement.

Manufacturer narrative:
Initial.